Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set had particulate matter ¿inside the reservoir for IV drip chamber¿. It was described as ¿dried-up brownish-red color droplets¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed irregular, opaque, brown particulate matter inside the drip chamber. The particulate matter was found to be embedded polyvinyl chloride (pvc) material. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.